Event description:
During a pulmonary vein isolation procedure, air was aspirated from the agilis 13f sheath after inserting the volt catheter. The volt catheter was removed and reinserted into the agilis catheter, and the issue persisted. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.